Event description:
It was reported by the tech that the bed has its fowler twisted. The device will be repaired locally. There was no pt involvement or any adverse consequences.

Manufacturer narrative:
Fowler twist. Conclusion: device will be repaired locally.